Event description:
Septic right knee; right knee pain. Initial information was received on 04-dec-2007 from hcp regarding a female pt with a medical history of osteoarthritis, who experienced a septic right knee and right knee pain after treatment with synvisc. The pt received a synvisc injection in the right knee on two weeks before. On the next day, the pt experienced a "septic right knee" and pain in her right knee. On six days later, the pt was admitted to the hospital and was discharged three days later. As of original date, the pt was home receiving IV antibiotics. At the time of this report, the outcome of the pt was unk. No further information provided. IV antibiotics.